Manufacturer narrative:
The actual device and a photo were received for evaluation. Visual inspection of the provided photo shows a marked area at the header of the product. Visual inspection by naked eye of the product shows the product wet. A leakage test of the dialysate side was performed, and a leakage could be found. The reported condition was verified. The cause of the leak was a defective welding zone. The cause for the defective welding could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of theranova 400 dialyzer, dialysate leak was observed from the arterial header. Blood was not returned to the patient. There was patient involvement, however there was no injury or medical intervention associated with the reported event. No additional information is available.